Event description:
False low advia centaur xp bnp dilution results have been observed by the customer and considered discordant when compared to the initial undiluted test results. Elevated patient results above the customer's defined upper limit range are automatically retested as auto dilutions and reported. The customer performed an on board recovery comparison study with multi diluent 1 (md1) on two different advia centaur systems and observed lower on board and manual dilution recovery results. The customer has not observed any recovery issues with undiluted (neat) bnp test results. There was no known report of patient treatment being altered or adverse health consequences due to the discordant low advia centaur bnp dilution assay results.

Manufacturer narrative:
Siemens initially assessed this incident as no health risk as the difference between the values would not make a difference clinically and the clinical cutoff for bnp is 100 pg/ml. On 08/13/2012: based upon additional information and investigation, internal studies have confirmed a decrease in onboard recovery when using multi-diluent 1 that have been stored on board the advia centaur and advia centaur xp systems. As a result, an urgent device recall notice no. 10813388 / urgent field safety notice no. 10813387 was issued to siemens customers july, 2012.